Event description:
A caller reported an occlusion alarm and cts was unable to verify the alarm number in the pump history or troubleshoot the issue due to a pump malfunction related to a speaker case issue. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.